Event description:
Additional information received reported that prior to the patient was admitted to the hospital for withdrawal, the patient was ¿really sick¿ because he could not find somebody to refill the pump. The patient was taking tylenol and aspirin for his back pain. The patient was in a wheelchair because he broke his foot. He was not being active. Then he went to work and when he came home, he started experiencing the withdrawal symptoms.

Event description:
It was reported that the patient experienced withdrawal. The patient was vomiting and had diarrhea. The patent was admitted to the hospital due to withdrawal. An alarm was heard and confirmed by telemetry. Telemetry confirmed a critical alarm occurred. The alarm was due to zero ml reservoir volume reached. The pump had been alarming for two weeks. The patient missed a refill. The empty pump was identified but the hospital did not have the drug to fill the pump. The patient was transferred and they were waiting to obtain the compounded medication to fill the patient's pump. The pump was delivering hydromorphone, bupivacaine and baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model# 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: unk. (B)(4).